Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The mmi board was tested and no failures were identified.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device is fully functional but the display is blank white. The fse clarified when the room lost power and the power came back on, the device came up with a white screen. The customer reported there was patient involvement and no patient harm.